Event description:
The needle was inserted into the abdomen at the incision site for a laparoscopy. Once the needle was in place, carbon dioxide was infused through cannula into the abdominal cavity. When the cannula was removed it appeared that a piece was missing from the inner stylus. The surgeon located the missing piece at the incision site and removed it. No injury was sustained as a result of this event.